Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 26-feb-2025, the user's spouse called to report feeling resistance while inserting the cartridge into the device without performing the rewind step, potentially causing the user to receive the entire cartridge volume. The user's blood glucose (bg) dropped to 44 mg/dl, and they exhibited incoherence. The customer care agent advised immediate administration of sugar and glucagon and instructed the spouse to contact ems who transported the user to the hospital and was subsequently admitted for treatment. Bg was stabilized with sugar administration every 30 minutes. The user's bg levels stabilized to 120 mg/dl and the user was discharged the same day.